Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that an urgent device check was conducted due to ventricular pacing failure. Electrocardiogram showed a heart rate of 30 bpm. The ventricular pacing failure had occurred with increased impedance of the ventricular lead. In order to resolve the event, the polarity was switched from bipolar to unipolar and output was also increased. It was suspected there was an incomplete fracture on the ventricular side of the vdd lead. During the lead replacement procedure, several attempts to fix the lead, incomplete retraction of the helix of the top was confirmed under fluoroscopy. During the exertion of the lead through the sheath, there was a strong feel of resistance inside the sheath and therefore the lead needed to be pulled out. The stylet in use was changed out and replaced with a straight one. Several attempts to extract/retract the helix were made, but complete retraction of the helix could not be performed. The lead was attempted and not used. Another lead was used. The new lead was then positioned at the apex of the ventricular. The atrial side of the vdd lead was left in service and its ventricular side was covered with a capped. No patient complications have been reported as a result of this event.